Manufacturer narrative:
The reported issue has been documented and the case has been closed due to the suspect tip being discarded by the customer. Thus, the customer''s account of sparking from a thermage flx tip could not be confirmed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product. The devise is performing within anticipated rates. No corrective action required. Correction to d1 brand name: thermage flx (tg-3a) system and accessories.

Manufacturer narrative:
The product has been discarded by the customer; therefore, there will be no product evaluation and the serial number is not known. The investigation is underway.

Event description:
A user facility reported a spark. No patient injury reported.